Event description:
It was reported that the pt experienced underdose resulting in return of symptoms indicating increased pain. The hcp was unable to aspirate from the accessory port indicating catheter occlusion. The pump contained hydromorphone and bupivicaine. The catheter was replaced and the pt recovered without sequela.

Manufacturer narrative:
Results: used for the catheter.